Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they did not like the way it felt like it was poking out of them. Patient stated that once in a while they did feel the uncomfortable sensation when they lay down. Agent reviewed how to change programs. Patient was able to successfully change programs and increase stimulation to a comfortable level. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient. They reported they that called back and repeated information previously stated. Patient stated ins was not helping their symptoms and they were going to the bathroom all the time and having accidents. Patient expressed frustration that ins was not working many times. Agent reviewed role of patient services. Patient stated that they had contacted healthcare provider (hcp) and were told that they would have someone from manufacturer call patient. Reviewed therapy adjustment options. Reviewed stimulation expectations. Patient changed programs during the call and increased stimulation to a comfortable level. Patient would maintain stimulation and monitor symptoms.